Event description:
It was reported that during a vt/vf event the device unsuccessfully attempted to deliver high voltage therapy and the patient had to be externally defibrillated. The device entered backup vvi mode and exhibited an alert for possible hv circuit damage. The right ventricular lead was tested and exhibited low, out of range, hv lead impedance. The device was explanted and replaced, and the lead was capped and replaced. The patient was placed on a ventilator following the procedure

Manufacturer narrative:
The reported output anomaly, reset, and impedance anomaly was confirmed in the laboratory. Review of the device image noted a power on reset that occurred during external defibrillation. The device was tested on the bench and an output transistor was noted to be damaged. The cause of the damage could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.